Event description:
The product complaint report shows the customer alleged that the ventilator's audible alarm failed to function during its performance test. The customer called a technical support specialist and was advised to replace the main power switch. This report is not an admission by co that this device caused or contributed to the event alleged in this report.